Event description:
The manufacturer of a contact lens care cup with use with 3% hydrogen peroxide systems received a report that a lens case suddenly cracked after being used for two months. No injury occurred. The lens cup was not returned to the manufacturer for evaluation.